Event description:
"A pt had a port inserted 6 weeks ago. Today pt presented with the distal 10cm fractured off and lodged in the right ventricle with the remaining port and line in place. Pt did have a rather narrow space between the first and clavicle on insertion, and dr presumes the scissors action of the two against the line portion of the port, cut it in two and it floated downstream. The severed end of the port was removed by catheter snare in an angiography suite. The port will not be removed fully until the bleeding risk is reduced."